Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.5 diopter into the patient's left eye (os) on (B)(6) 2021. The surgeon reports transient loss of bcva and the patient was unhappy with the result (va). Reportedly this was due to postop corneal edema. The problem has been resolved. Postop ucva is as good as preop bcva and corneal edema is gone from the eye. "The patient has a special attitude and very high expectations. So she is still not 100% happy with the course of the surgery and the outcome."

Manufacturer narrative:
Pt info-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).